Manufacturer narrative:
The customer¿s report that the bi-fuse spin collar will not disconnect from the maxzero connector was not confirmed. Disconnection was successful when the molded ridges on each of the luer connector's locking hub and male luer sub components were aligned. On the locking hub and male luer sub components of the luer component, there are molded ridges at the proximal ends of each of these components. These two sets of molded ridges (inner perimeter on locking hub and outer perimeter on male luer) when engaged, function as a source of leverage when disconnecting the male luer (using the locking hub) from a mating component. Further inspection of these molded ridges observed no wear/damages. The probable cause of the reported issue was identified as due to the method of disconnection.

Event description:
It was reported that on the 8wt bmt unit, the bi-fuse spin collar separated from the male luer and would not disconnect from the needleless connector. Although requested, no additional information about medication/fluid, event, or patient demographics provided except there was no known patient harm.

Manufacturer narrative:
The customer report that the bi-fuse spin collar will not disconnect from the maxzero connector was not confirmed. Disconnection was successful when the molded ridges on each of the luer connector's locking hub and male luer sub components were aligned before rotating the luer connector's locking hub counter clockwise. The probable cause of the reported issue of unable to disconnect the set from the maxzero connector was identified as due to the method of disconnection. Mz5307's male luer connector was attempted to be disconnected by rotating the luer connector's locking hub counter clockwise from the maxzero connector, aligning the molded ridges on each of the luer connector's locking hub and male luer sub components, and rotating the luer connector's locking hub counter clockwise which allowed male luer connector to be disconnected from the maxzero connector. The intended disconnection was observed with no issues. The probable cause of the reported issue was identified as due to the method of disconnection.

Event description:
It was reported that on the 8wt bmt unit, the bi-fuse spin collar separated from the male luer and will not disconnect from the needleless connector. Although requested, no additional information about medication/fluid, event, or patient demographics provided except there was no known patient harm.